Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the helix was exposed in sterile packaging. Physician was instructed that helix was pre-exposed and needed to be retracted before insertion into body. This step was not followed, and lead entered the body w/ helix exposed. Upon noticing helix still exposed, the physician decided to retract helix with lead tip situated in ra/rv chamber. Helix retracted but did not completely retract into tip after two attempts. The lead was removed, and the case was abandoned. The patient was in stable condition.

Manufacturer narrative:
This was an implant/explant same day and the dates should not have been included.